Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date h6 codes updated overinfusion 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(6) 2.4 software version: 688n030005 2.5 hours of operation: 2462 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The customer specified 2024-02-15 as the date of the incident. According to the device history, 2 therapies can be read out on the day of the incident, in which the delivery rate and the vtbi volume were constantly changed by the user. No abnormalities can be found in the device history files. During the 1st therapy, the user changed vtbi from 8ml to 2ml. 3 minutes after the vtbi pre-alarm came the vtbi final alarm. (15.2.24 at 13:31). During the 2nd therapy, 2 times, the 3 minute pre-alarm before the end alarm of vtbi also occurred. All three vtbi end alarms were confirmed by the user on february 15 according to the history entries. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. All three vtbi end alarms were confirmed by the user on february 15 according to the history entries.

Event description:
According to the customer: perfusor continued to administer volume when the rate (ml/h) was changed despite the set volume and did not stop at the volume that was entered. There was also no pre-alarm. During testing on the ward, without patient contact, the same error occurred again. Error occurred on 15 february at 15:00. Perfusor may have been set to the wrong date/time at the time. Was noticed later during the tests and corrected. Perfusor was disinfected.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.